Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there were situations where estimated values provided by the eversense app were entered as calibrations rather than true bg values. Customer care recommended the user re-link their sensor to clear calibration history and re-initialize the system. However, the user remained unresponsive to multiple communication attempts, so the case was closed.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.